Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device passed a charge and boot test. Share log data was downloaded and retrieved. The data was reviewed and no findings related to the complaint were observed. Functional testing was performed and passed. The device was opened for an interior visual inspection and passed. The complaint confirmation of an overheating or shocking device could not be confirmed. The root cause could not be determined.